Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision was chosen for implantation utilizing a small flexnav delivery system. Length of membranous septum was 1.9mm, and calcification was present. During placement of the navitor, the patient develop atrioventricular block. The valve was implanted at a depth of 3mm non-coronary cusp and 4mm left coronary cusp. Temporary pacing was applied and patient was hospitalized for observation. The patient was reported to be stable. No permanent pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrioventricular block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that patient condition (calcification) contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as temporary pacemaker was implanted. Per the information available abbott cannot further speculate on why the reported event occurred.